Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had an alarm during the manual prime process. It was explained to the customer that during the seating, the force sensor did not detect the reservoir. The customer stated that she did not treat for her elevated blood glucose levels and would be going to the hosp. Nothing further was reported.